Event description:
The customer reported the system kept crashing and would not produce fluoroscopic x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. One of the system's circuit breakers was replaced. The system was then found to be operating as intended.